Event description:
It was reported that the patient with this pacemaker was scheduled for a routine device change out procedure due to normal battery depletion. During the device check it was noted that there was low out-of-range pacing impedance of less than 200 ohms on the chronic right ventricular (rv) lead. Additionally, the lead threshold measurements had increased. The device change out procedure was completed as planned and the pacemaker was explanted. The rv lead remains in service. No adverse patient effects were reported.